Event description:
It was reported that a spectrum pump displayed system error code 322(link switch error (low) and system error 345 (thermistor disparity). This occurred during testing at the biomed service. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing ,"322" and 345 were not reproduced . A review of the event history log revealed system error 322 messages but no ec345 were found. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported conditions were verified. The cause of the ec322 was determined to be lower link switch and the lower auxiliary is required to be replaced. The ec345 was determined that the cause of the reported issue was the downstream thermistor. The downstream thermistor, and the force sensor and downstream tubing guide require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.